Event description:
It was reported that a patient implanted with an impella cp encountered low pump flow, optical signal issue, pump suction, thrombus and gastrointestinal bleeding during impella cp with smart assist support. It was reported that there was suddenly visible change in the automated impella controller (aic) metrics: dropping of motor curve values, low impella flow at p7 (1,3) and no left ventricle (lv) signal. After that continuous suction alarm was also at p1. The pump was removed. After removal, biomaterial was visible in the pump inlet. It was also reported by the physician that the patient had gastrointestinal bleeding was not impella related. However, there is not enough information at this moment to disassociate the gastrointestinal bleeding from device.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report represents the pump. Another report was submitted to represent the automated impella controller. Refer to section h.10 for the related report number.

Manufacturer narrative:
Low pump flow/pump suction/optical sensor issue: the product was returned and evaluated. There were no abnormalities with the optical sensor. There was a small dried piece of biomaterial/blood in the inlet and no significant biomaterial in the outlet. There were no cannula kinks and the pump ran without issue in a bucket of water. Low pump flow: the cause of the low pump flow was not determined since low flow did not reproduce on returned product and insufficient clinical details were provided. Pump suction: the cause of the suction was not determined since there was no conclusive evidence on returned product and insufficient clinical details were provided. Optical sensor issue: the cause of the optical sensor issue was not determined since there were no abnormalities on the returned product and insufficient clinical details were provided. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative an impella cp was inserted via the right femoral artery in a 62-year-old male presenting with acute myocardial infarction and cardiogenic shock. The patient experienced a non-st-elevation myocardial infarction and required resuscitation during the cardiac catheterization laboratory intervention prior to device placement. Following stabilization, the impella cp was placed for hemodynamic support. The patient required inotropic agents, vasopressors, and mechanical ventilation for respiratory support. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. During the procedure the patient underwent left anterior descending coronary angioplasty with percutaneous transluminal coronary angioplasty and stent placement. During support, a sudden change in automated impella controller metrics was reported, including a drop in motor current values, low impella flow at performance level p7, and absence of a left ventricular signal. A continuous suction alarm was subsequently noted. The impella cp was removed and biomaterial was reportedly visible in the inlet area. The reported events included medical device removal, major bleeding, and thrombosis. In addition, an optical sensor issue related to the impella controller was reported. No patient signs, symptoms, or clinical consequences were reported. The patient was critically ill with cardiogenic shock requiring multiple vasoactive medications and ventilatory support. Such patients commonly present with complex clinical conditions and procedural risks related to acute myocardial infarction, cardiogenic shock, vascular access, anticoagulation management, and coronary intervention. Major bleeding and thrombotic events are recognized risks associated with large-bore arterial access, anticoagulation adjustments, and the patient¿s underlying critical condition. The patient survived.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Impella cp sn (B)(6) returned for investigation. Low pump flow/pump suction/optical sensor issue: clinical details note that there was a suddenly visible change in the aic metrics with a drop of motor curve values, low impella flow at p7 (1.3), and no lv signal. Data log review showed a decrease in minimum pump flow and minimum motor current as described in the clinical. At the same time, there was a slight increase in purge pressure. There were no motor current spikes around this time. The low pump flow appears to resolve in under ten minutes but is followed by multiple suction alarms, which is when the lv signal disappeared as expected during a suction alarm. There were no abnormalities with the optical parameters during the case but there was variation in ao ps throughout the case. The product was returned and evaluated. There were no abnormalities with the optical sensor. There was a small dried piece of biomaterial/blood in the inlet and no significant biomaterial in the outlet. There were no cannula kinks and the pump ran without issue in a bucket of water. Low pump flow: the cause of the low pump flow was not determined since low flow did not reproduce on returned product and insufficient clinical details were provided. Pump suction: the cause of the suction was not determined since there was no conclusive evidence on returned product and insufficient clinical details were provided. Optical sensor issue: the cause of the optical sensor issue was not determined since there were no abnormalities on the returned product and insufficient clinical details were provided. Thrombosis: clinical details note that there was biomaterial visible in the inlet after explant. A dried piece of blood/biomaterial was observed in the inlet of the returned pump. The root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: clinical details note there was gastrointestinal bleeding noted that was not impella related during the case. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Product complaint # (B)(4). The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.